Event description:
The handpiece was returned to the manufacturer for service, and during the eval was found that the blade mount is chipped. There was no pt involvement during the investigation. This did not occur during a surgical procedure. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for service. During the eval it was found that the blade mount is chipped. Based on the investigation details, this can occur if non-manufacturer blades are used with the handpiece or if the blade was not properly seated in the handpiece. This failure could render the handpiece useless due to a loose fitting blade. If the handpiece was operated in the failed condition, it may be possible that the blade would not cut properly due to this chip.